Event description:
Hcp reported pt presented with signs of infection including redness, swelling and pain. There was no evidence of meningitis. A culture was obtained of the device pocket site and the csf with no organisms found. The pt was treated with both IV and oral antibiotics and underwent a partial device explant. Hcp reports the infection is resolved.